Event description:
The patient came in for a routine roux-en-y bypass procedure with dr. For this case we typically use a 44cm ligasure device from covidien, but this item is on backorder, so another ligasure device was recommended for use in bariatric cases. This new device has the same overall length but has an added component of rotating between the ligasure and a hook component. Since this was the first time using this device, a representative for covidien was present. At the start of the procedure, it was noticed that the setting for the monopolar component was not the same as the usual hook that is used. When asked about the change in settings the representative was unsure of how the range on this instrument translated to what we previously used. Asked by reporter to add in the following: "the case continued in the normal fashion with nothing notable taking place. The patient returned to the emergency room for a gi bleed a few days post-operatively." We aren't sure if this change in equipment could be related but want it documented just in case it is.